Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of around 32 mg/dl. Low bg cause was not known. The customer's husband provided assistance and the customer consumed glucose liquid to address bg. The customer declined to provide additional information and declined to perform further troubleshooting with tandem technical support.